Event description:
It was reported the bronchovideoscope image exhibited horizonal stripes. The issue occurred duirng inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. The following reportable malfunction was identified during the device evaluation: the bronchovideoscope exhibited image flickering. A root cause could not be identified. Based on the results of the investigation, it is likely forceps channel water leakage led to the flickering image malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.